Manufacturer narrative:
This device has been received for analysis. When testing is complete, this report will be updated.

Event description:
Boston scientific crm received information that initially, inquiries were made regarding this histigrams stored in this device and a request for programming optimization advice was made. No adverse patient effects were observed. Subsequently, this device had triggered the elective replacement indicator (eri) with a battery voltage of 2.51 v and charge time measurements of 12.1 seconds. This device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Analysis is complete.